Event description:
Patient reported unknown side "late seroma" and "have to do bia-alcl (testing)". Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patient reported left side "late seroma" and "have to do bia-alcl (testing)". Device has been explanted and replaced. Capsules macroscopically thickened and calcified. Treatment: device removal, total capsulectomy, usual dressing applied. Prior back liposuction.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d1, d.2a, d2b, d4, d.6b, g4, h4, h6.